Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 12/17/2025: after the connector fell off, some of the pipes were directly exposed to the body, because considering the sterility requirements of the pipes, the teacher pulled out the pipes, so the PICC pipes were not left in the patient's body, they have been successfully pulled out. Because the teacher pulled out the pipe immediately, there were no related complications for the time being. It's just that the patient needs to be re-catheterized.

Event description:
It was reported that the catheter and connector failed to connect securely, causing the tube to dislodge from the patient's body. The patient's condition is currently stable. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.